Manufacturer narrative:
Customer facility phone number: (B)(6). The breathing circuit was returned and there could be a tear found near the center of the anesthesia circuit. The event was confirmed. The root cause may be due to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical tracheostomy tube had air leaking from the breathing circuit. Additionally there was a tear found. There was no patient injury. This was found during a pre-use check. There were no reported adverse events.